Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found that the sample probe had crashed due to entering the separator gel in a sample tube. The fse replaced the sample probe, performed adjustments, and educated the customer on loading low-volume samples on the instrument. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial glucose result was 19 mg/dl. The customer repeated the sample as the initial result was critical. The sample was repeated on a cobas 6000 analyzer and the repeat result was 95 mg/dl. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.